Event description:
A surgeon reported that poor cutting occurred during a vitrectomy procedure. The product was exchanged and the issue was resolved. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. A cut alignment issue was found on two of the seven component lots. However, the suspected product was re-inspected and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. The root cause will be assessed upon completing the investigation. (B)(4).